Event description:
It was reported that the patient presented in-clinic for follow-up. Externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.